Manufacturer narrative:
Received one (1) used ch-14 chemoclave vented bag spike attached to one (1) used ch3034 connected to the one (1) used primary plum set. The complaint of leakage on the returned used ch-14 chemoclave vented bag spike set could be confirmed. The product was tested per product specification. There was a leak from air filter with the cap open. The leaks appeared to seep through filter vent material from various locations. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The DHR (device history review) for lot could not be conducted because no lot number(s) was/were identified.

Event description:
The event involves a chemoclave vented bag spike that leaked a chemotherapy drug, phyxol, from air vent. The customer stated the event occurred during infusion. There was no bleed back. The device was not reprocessed or re-sterilized nor any visible defects or anomalies noted on the device. There was no patient involvement, no delay in critical therapy, and no patient harm.

Manufacturer narrative:
Results code corrected from previously submitted MDR. The code was inadvertently marked 170 manufacturing process problem identified and should have been 174 material and/or chemical problem identified.